Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.5 mui/ml (negative). The patient was sure she was pregnant and the clinician called the laboratory after he saw the result. The lab retested the same sample and the result was 700 mui/ml. The next day, the patient had another sample drawn and the result from that sample was 700 mui/ml. The patient was not adversely affected. The reagent lot number was 180039. The expiration date was requested, but was not provided.

Manufacturer narrative:
Additional information was provided that the initial result was actually 0.502 ui/l and the repeat result was 723 ui/l. A specific root cause could not be identified. Additional information for further investigation was requested but not provided. Based upon the information provided, the customer was not following recommendations for sample tube centrifugation. Pre-analytical sample handling issues may have caused the event.